Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was observed at x ray to be dislodged and had perforated the rv. No brady pacing was observed, therefore the pacing rate was low. The patient complained about chest discomfort and pain. The whole system was explanted due to physician considering no new site with good pacing thresholds would be found after explanting the dislodged rv lead. There is no allegation of system malfunction besides the rv lead. The rv lead is not expected to be returned. No additional adverse patient effects were reported.